Event description:
Reporter alleged the needle from the multiclix lancet device protrudes outside the end of the cap after it has been fired. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device.

Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the blade became broken off and fell into the patient. An x-ray was not needed to locate the broken blade. It is unknown how the broken blade was removed. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.